Manufacturer narrative:
Batch review performed on 12 august 2019: lot 174723: (B)(4) items manufactured and released on 5 december 2017. Expiration date: 2022-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: stem: amistem-h prox. Coat. 01.18.175 amistem-h proximal coating std stem #5 lot. 171668. Batch review performed on 12 august 2019: lot 171668: (B)(4) items manufactured and released on 8 june 2017. Expiration date: 2022-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f lot. 174334 batch review performed on 12 august 2019: lot 174334: (B)(4) items manufactured and released on 30 november 2017. Expiration date: 2022-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: cup: mpact 01.32.156dh acetabular shell ø56 two-holes lot. 174506/ batch review performed on 12 august 2019: lot 174506: (B)(4) items manufactured and released on 21 december 2017. Expiration date: 2022-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 1 year and 4 months from the primary due to signs of an infection and the pathogen is unknown. The surgeon removed all implants from the patient and implanted an antibiotic spacer. The surgery was completed successfully.